Event description:
Patient presented to the physician with pain and tightness over their clavicle causing difficulties with raising their arms. Physician brought the patient into the or, opened the chest pocket, freed the stimulation lead body near the clavicle, and closed. Improved range of motion have been noted after the procedure was completed.

Event description:
Patient presented back to the physician with continued lead tethering and causing pain which was impacting their daily functions. Physician brought the patient into the operation room, provided additional slack to the stimulation lead, and closed. This resolved the issue.